Event description:
It was reported that there was a different lot number on the package than on the plate. The plate is a part of a consignment set at the hospital. The sterile plate has one lot number on the label, but a different lot number on the plate. We have never sold a plate with this lot number and the lot number does not exist in switzerland. A new sterile plate was ordered for the consignment set. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Our investigation has shown that the lot number on the plate as well as the one on the package are correct according to the relevant production process. Conclusion: it is noted that if an article is sent for sterilization, which is an extra step, another lot number will automatically be issued to reflect accountability. This is the normal process. Hence, this complaint is considered invalid and a non-issue.